Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Customer changed the cartridge and the alarm reoccurred. Customer reverted to using lantus/novorapid for insulin therapy. There was no reported impact to customer's blood glucose.